Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced a blockage issue at the insertion site abdomen after 3 hours of insertion. No further information available.